Event description:
The physician loaded the evercross on the wire and could advance beyond distal tip of wire. The evercross became stuck on wire so they pulled both devices out without patient injury. Evaluation of the returned evercross balloon indicated a complete circumferential tear.

Manufacturer narrative:
A review of the manufacturer records for this device did not reveal any discrepancies relevant to the reported event.